Manufacturer narrative:
The device used in this rescue was returned to cardiac science and examined by service who were unable to duplicate the reported problem. The device passed incoming test and performed as designed. The AED selftest history data was reviewed by engineering. Engineering was unable to identify any errors or indication that the unit was used in a rescue. The reported failure may have possibly been caused by battery not installed correctly.

Event description:
Customer reported that during an attempted rescue, the AED did not function properly. When the AED lid was opened and pads were placed on the pt, the unit did not prompt for pads and nvi turned red (not rescue ready).